Manufacturer narrative:
UDI: (B)(4).

Event description:
On an unknown date in 2012, an aortic valve replacement (avr) took place and this 21mm trifecta valve was implanted. During the summer of 2016, a routine follow-up echo revealed severe aortic regurgitation (ar) secondary to a suspected cuspal tear. Per report, the patient's symptoms of cardiac failure worsened and on (B)(6) 2017, a re-do avr was performed and the trifecta valve was explanted. Ex vivo, the cusp at the commissure between the left coronary cusp and the right coronary cusp was torn and became detached inward of the stent post. A carpentier-edwards perimount magna ease aortic heart valve (size unknown) was implanted. Postoperatively, the patient was reported to be recovering and making good progress.

Manufacturer narrative:
UDI: (B)(4). The results of this investigation concluded leaflets 1 and 2 of the returned trifecta valve had been previously excised. There was circumferential fibrous pannus ingrowth on the inflow surface, which was limited to the sewing cuff and narrowed the inflow diameter. Leaflet 3 contained one tear. Leaflet 2 contained a possible tear in the base; however, this is indistinguishable from artifact. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the pannus and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On an unknown date in 2012, an aortic valve replacement (avr) took place and this 21mm trifecta valve was implanted. During the (B)(6) of 2016, a routine follow-up echo revealed severe aortic regurgitation (ar) secondary to a cuspal tear. Per report, the patient's symptoms of cardiac failure worsened. On (B)(6) 2017, a re-do avr was performed and the trifecta valve was explanted. Ex vivo, the cusp at the commissure between the left coronary cusp and the right coronary cusp was torn and became detached inward of the stent post. Per a hospital pathology report, a sample was obtained from the valve cusp and the histological findings were consistent with a structureless fibrillary element; mild inflammatory cells were focally infiltrating on the resected cusp; an atherosclerotic-like lesion with cholesterin crystal was observed; and the presence of adhered intima on one of stent posts without evidence of inflammation. A edwards perimount magna ease aortic heart valve (size unknown) was implanted. Postoperatively, the patient was reported to be recovering and making good progress.